Event description:
It was reported that the pt underwent an unspecified spinal surgery. An unk time post-op, the rod broke. No pt complications have been reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.